Manufacturer narrative:
Involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batch #1476322, #1476744). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a r-pilot instrument broke during use. The patient's tooth was extracted.